Event description:
Reporter alleged discrepant blood glucose results of 335 mg/dl back to back with a result of 114 mg/dl when testing was performed 2 minutes apart on the aviva system. Customer stated not having any glucose symptoms at the time of the testing; however, did not provide the location. As a result, no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.